Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump alarmed with no error message. There was no reported adverse event.

Manufacturer narrative:
Other, other text: h3: one cadd legacy 1 pump was received in fair physical condition, damaged housing with a scratched screen. A cassette was attached to the device and it ran with no issues. The reported "alarms with no error messages" issue was unable to be duplicated. The upstream sensor will be recalibrated as a preventive measure. There was no fault with the returned pump.